Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels had been running high (300s mg/dl). The cause of the high bg was not known. The contact was reaching out to a healthcare provider. The contact declined tandem technical support's offer to troubleshoot.